Event description:
Physician was using the clip applier and was able to place three clips when it stopped working. Another clip applier was opened to complete procedure.what was the original intended procedure?laparoscopic cholecystectomy.device #1is this a laboratory device or laboratory test?no.